Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the implant (fnt411) fixture mount could not be release/ disengage from the implant body. Procedure was completed using another implant. Tooth location 31.

Manufacturer narrative:
One full osseotite® tapered implant 4 x 11.5mm (fnt411) system was returned for investigation attached to its mount. Visual evaluation of the as returned product identified damage/wear on the screw/mount head and dried bone around the implant threads. Additionally, it was determined the device failed functional testing as the mount could not be removed from the implant as a consequence of the screw head being rounded and stripped. The customer reported the mount and implant would not disengage while, the bundled mount screw was identified to have a damaged drive feature. Both failures will be investigated for the reported device. A pre-existing condition noted on the per was low (type iii) bone density. The reported device was located on tooth # 31 and the event was reported on day 1 of implant placement. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018121012). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event or observed malfunction, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018121012) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage), observed failure (damaged drive feature) or device (fnt411). Therefore, based on the available information, device malfunction did occur as the mount screw drive feature was damaged and the implant and mount could not be removed and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.